Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. In 2009, the pt alleged that her onetouch ultra2 prompted the battery indicator at 8 am, eight days prior, while she was on vacation. Reportedly, the pt had not changed the battery; according to the owner's manual recommendation and could not test. The pt did not have a replacement battery during the call. The pt, whose daily regime is oral diabetes medication, allegedly became shaky and sweaty mid afternoon two days later. The pt ate to relieve the symptoms. Because the pt alleged having symptoms that are consistent with low blood glucose after being unable to use the meter due to the battery indicator, the complaint is reported. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.